Event description:
This patient is a 66 year old male, 180 cm (5'11") in height and 106 kg (233 lbs.) In weight. He has a history of cardiac disease, diabetes, and a complex history of developmental disease throughout his adolescent years. He had a total hip arthroplasty (tha) in 1981 which was performed in the southern united states. The femoral head dislocated fromthe femoral component while the patient was working in peru and consequently underwent a closed reduction operation. The patient was first seen by a member of this facility after his first dissociation episode. Since the second dissociation, the patient had experienced progressive pain, limping and stiffness of the joint. It was noted in the patient's records that he was an extremely active individualdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.